Manufacturer narrative:
Healthcare professional h3: analysis found no functional fault with the device. Analysis found that the spare fuse is missing. The missing spare fuse was replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a distributor that the device was not working properly. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.